Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted, give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon was having to apply pressure with an intraocular lens (iol) to move the lens along in its track through the inserter into the patient's operative eye. The surgeon noted it was more applied pressure than he is used to. When the iol was pulled out there was a torn haptic in the cartridge. The iol implantation was otherwise uneventful. No other information was provided.